Event description:
The customer reported the evis exera iii video system center fails to recognize video cables with the 180 scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, worn-out video connector latch causing poor connection with pigtails and a rear panel damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. According to the service manual, the patient circuit board has scope control, image data transmission, and video signal processing functions. Olympus will continue to monitor field performance for this device.